Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A new analysis superceded the previous analysis, finding insulation degradation at 36.5 to 38.7 cm from the connector pin.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.